Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed tenderness on the left side of the stoma site. CT scan showed an increased fat tissue concentration. Report indicated that the internal retention plate was separated in the stomach. The patient was treated with antibiotic cefazolin.